Event description:
Patient reported that one year after injection with "juvederm ultra," they experienced swelling under both eyes. Patient was treated with hyaluronidase.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.